Manufacturer narrative:
The customer reported that they have a bedside monitor, mu-631ra that is connected to a bedside monitor, bsm-1753a that is giving a delayed error message when disconnected from the patient. When disconnected from the patient, the unit had a 20 second delay from when the asystole alarm was supposed to go off. No patient harm was reported. The hospital is not using nk lead cables and have never held them in stock. This is the first time they have experienced problems with delayed alarms. Customer was advised to use the nihon kohden specific lead cables. Additionally, customer was advised to clean the leads and reconnect to the patient. Cleaning the leads resolved the issue.

Event description:
The customer reported that they have a bedside monitor, mu-631ra that is connected to a bedside monitor, bsm-1753a that is giving a delayed error message when disconnected from the patient.